Event description:
Patient reporting pump that was just shipped (B)(4) not working properly. The pushrod will not load. They used manual and re-tried loading process. Also they were unaware battery needed to be kept in pump. Did the reported product fault occur while in use with the patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Reported to cvs/caremark by: patient/caregiver. Name: remodulin. Strength: 5mg/ml. Manufacturer: united therapeutics. Dose or amount: remodulin 45 ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2016 to ongoing. Diagnosis: pah.